Event description:
It was reported the pt has experienced multiple falls. In turn, the pt has been experiencing difficulty with the charger successfully locating and communicating with the ipg. As a result, a replacement charging system was sent to the pt. Regardless, the pt may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.